Event description:
It was reported that stent damage occurred. A 3.00 x 12mm synergy xd drug eluting stent was advanced for treatment but it failed to cross the lesion and it was also noted that the stent was damaged. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. A 3.00 x 12mm synergy xd drug eluting stent was advanced for treatment but it failed to cross the lesion. However, it was noted that the stent was damaged. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the target lesion was located in the heavily calcified left circumflex artery. There were no adverse patient events and no failure reported.